Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. Same case as 2134265-2011-01221, 2134265-2011-01267, 2134265-2011-01268 and 2134265-2011-01269. It was reported that during a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. Target lesion 1 was located in the distal right coronary artery with 60% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation, and implanting a 3.00 x 16 mm taxus liberte stent and post-dilatation with 0% residual stenosis. Target lesion 2 was located in the mid right coronary artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with pre-dilatation, and implanting a 4.00 x 16 mm taxus liberte stent and post-dilatation with 0% residual stenosis. Target lesion 3 was a bifurcated lesion located in the mid left anterior descending artery with 60% stenosis and was 22 mm long with a reference vessel diameter of 2.7 mm. The physician treated the lesion with pre-dilatation, and implanting a 2.50 x 28 mm taxus liberte stent and post-dilatation with 0% residual stenosis. Target lesion 4 was a bifurcated lesion located in the proximal left anterior descending artery and mid left anterior descending artery with 75% stenosis and was 22 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation, and implanting a 3.00 x 28 mm taxus liberte stent and post-dilatation with 0% residual stenosis. During the index procedure, the patient had significant dull aching upper anterior chest discomfort beginning with the balloon inflation in the distal right coronary artery and this persisted throughout the procedure although the patient had no significant st segment shift except with balloon inflation and these cleared with balloon deflations. The patient did not want any narcotic analgesia for his chest discomfort. His chest discomfort was felt to be most likely secondary to microembolization from intervention of the distal lesion in the right coronary artery which appeared to contain a small amount of thrombus. The patient experienced a periprocedural myocardial infarction with elevated troponin. There was no action taken and the event resolved without residual effects the next day. The patient was discharged the next day on aspirin and prasugrel.